Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(6) 2011. Evaluation summary: after an on-site evaluation by a field technician, it was confirmed that there was a hydraulic leak. The table will be sent back in-house for repair. The root cause for the leak is possibly due to worn out "usit" washers. The malfunction of a leak poses a moderate risk to a user for causing a potential slipping hazard. Or if the leak was not noticed, it can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). However, this specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that a surgical table in the bio med shop was leaking hydraulic fluid. There was no reported pt involvement, and no reported adverse consequences.